Event description:
It was reported that while checking the cuff's integrity, the cuff was found to be "blown". The incident occurred upon opening on the bedside prior to patient insertion. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.